Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device stopped working. All components were removed and replaced with a tactra device. There were no patient complications.